Event description:
It was reported that the spring wire guide (swg) split into two pieces when it was removed after catheter insertion. There were no pt complications or delay in therapy reported. No intervention was required. It was noted that this complaint was reported to the (B)(4) medical products agency. Additional info was received on 12/03/2010 from the intensive care unit nurse which stated that the swg was broken during insertion. The pt outcome is still unk. Further info received on 12/06/2010 indicated the swg split upon being withdrawn from the catheter. The nurse was unable to provide any further details of the event or outcome of the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.